Event description:
A review of service data detected a reportable problem. During servicing, the pins on the trunk cable connector of electrode belt sn (B)(4) were bent. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector pins were bent. As a result, the electrode belt was unable to connect to a monitor. The root cause for the damaged pins could not be positively identified but was likely excessive force. No adverse event resulted from the bent connector pins. The last pt to use this electrode belt did not report any deficiencies.